Manufacturer narrative:
H6 - final analysis found the device functioning in back-up mode. After reprogramming the device, normal device characteristics were observed. All subsequent tests were unable to revert the device into back-up mode.

Event description:
Information received with return of the explanted device notes that the patient was seen after a telephone check showed vvi mode with a rate of 60 pulses per minute and a magnet rate of 80 pulses per minute. Interrogation confirmed that the device was in backup code c.